Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification : unable to observe as it is a medical event that is not related to the device. Seroma-late : unable to observe as it is a medical event that is not related to the device. Lump/nodule -ndr : unable to observe as it is a medical event that is not related to the device. Cyst-ndr : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture and seroma-late. Later reported, bilateral sparse cysts(not device related), small amount of liquid, calcifications and nodule (not device related). Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported right side rupture and seroma-late. Later reported, bilateral sparse cysts(not device related), small amount of liquid, calcifications and nodule (not device related). Device remains implanted.